Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately 25 minutes into the procedure, the prolieve system received a "water flow too low" error message. The prolieve water cartridge was disconnected and a new cartridge from another prolieve thermodilitation kit was attached. Approximately 10 minutes left in the procedure, the prolieve system received another "water level too low" error message. The procedure was reported to have been completed. No patient compilations were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilitation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.